Manufacturer narrative:
(B)(4). The device was returned for evaluation and was found fully opened with damaged braid at both ends. No other anomalies were observed. The customer¿s clinical observation could not be confirmed. Based on our analysis we are unable to conclusively determine the cause of the event. The damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than he recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use, the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ information received from the same report as MFR: 2029214-2015-05205.

Event description:
Medtronic received information that the middle and distal segment of the device would not open. It was reported that during treatment of an aneurysm located in the ophthalmic segment of the left internal carotid artery, the distal end and approximately 1/3 of the device was not opening. The device was resheathed three times and attempts to deploy the device by manipulating the pushwire were unsuccessful. The device and the microcatheter were removed from the patient. A second device was attempted but experienced the same issue. The second device and catheter were removed and a third device was implanted successfully. No patient complications were reported.